Event description:
Post valve placement in a transfemoral tavr procedure, the patient experienced an annular rupture. The patient¿s balloon aortic valvuloplasty (bav) was an 18x4 braun balloon. The 23mm sapien xt valve was placed 50:50 within the annulus. Several minutes post valve deployment, a pericardial effusion was noted on echo. The patient¿s chest was opened and she was placed on pump. A surgical repair was done of the aortic root, the thv was explanted, and a new surgical valve was placed. The patient received multiple units of blood and was transplanted to the ICU post procedure. Per CT the patient¿s native annulus measured 20.6mm. The root cause was attributed to the large calcium burden on the nc cusp and patient had previously undergone a great deal of radiation therapy. The native nc cusp calcification tore the aortic root and caused a rupture. The patient had severe native annular calcification, severe native leaflet calcification, and moderate aortic root calcification. As of date, the patient is doing well.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the root cause was attributed to the large ca burden on the nc cusp and radiation therapy causing friable tissue. The rupture was surgically repaired and the patient is doing well the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.